Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The home patient (hp) stated that one of the bags fell and disconnected. The technical service representative (tsr) had the home patient (hp) cycle power. The tsr explained that he would need to set up with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that the solution bag rolled off of another solution bag and then fell to the floor causing the separation. The home patient stated that after starting over with new supplies no further issues were found. The home patient stated this was an isolated event. The home patient did not develop any adverse reactions or need any medical intervention.